Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a neurovascular procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system and confirmed that the system's host computer powered off (crashed). The fse performed the functional analysis and confirmed that the host computer had crashed multiple times. The fse found that software had crashed which was the cause of the reported issue. The fse re-installed the software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer powered off (crashed). The system was in clinical use. There was no harm or injury reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.